Event description:
Customer reported that summit delivered low sample or reagent to wells a1 through f1 during the pippetting of an hbc plate. No error was generated by the summit. No death or serious injury was associated with this incident.